Event description:
During an implant procedure, a bend was noted in the lead. The lead was replaced and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.